Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Correction on fields: d5, d9, e1 (first name and last name, address should remain blank, establishment name= olympus), e2, e3. G2 (user facility and other were inadvertently selected in the first report), g3 (correction to g3 of the initial medwatch. The aware date should be 4/30/2024), h6 (health effect-impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited clogging of jet tube in control unit, air/water tube and air/water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: forceps channel port has a scratch; switch1 has a scratch; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; air/water cylinder has foreign objects; plug unit has a scratch; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; air/water tube has foreign objects; objective lens has a crack; light guide lens has a crack; connecting tube has a wrinkle; and due to clogging of jet tube in control unit, water cannot be supplied. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.